Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was not starting up. Review of the system log file showed that there was malfunctioning in sib box. Upon troubleshooting fse found that connecting the geometry pc caused a breaker in the m cabinet to trip, which subsequently enabled the r cabinet to power on; disconnected the geometry pc, allowing the system to complete its boot-up sequence; however, it did not exhibit any geometry movements. To resolve the issue, fse replaced the geometry pc. The defective geo pc was returned to philips for analysis and found the malfunctioning power supply unit (psu) component. The assessment revealed that there was no power, and the failure mode identified was s61, indicating that the unit is non-functional or dead. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.